Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information available there was no device problem the screws were removed due to the patient's anatomy. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report four of four for the same event, reference reports 0001032347-2017-00567 through 0001032347-2017-00569.

Event description:
It was reported on a surgical billing sheet that during a mandible fracture case four screws were implanted then explanted due to the patient's anatomy. There was no allegation that the implants did not function as intended. There was no patient injury and no delay to the procedure. It is unknown if new screws were inserted into the same holes.